Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant cardiac troponin-I results. The ccc reviewed the data for this event and found that the customer accepted an unacceptable troponin calibration. Quality control (qc) was out of range after the unacceptable troponin calibration. The customer recalibrated the method, which was acceptable. The customer ran qc, resulting within the acceptable range. The ccc concluded that the cause of this event was due to the user accepting an unacceptable troponin calibration. The instrument is performing according to the specifications. No further evaluation of this device is required. MDR 2517506-2017-00827 was filed for the same event.

Event description:
Discordant cardiac troponin-I results were obtained on patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant cardiac troponin-I results.